Event description:
On (B)(6) 2010, patient reported she has been having issues delivering a bolus because the up and down arrow buttons don't always work as intended. Patient stated she discovered this issue when she was trying to deliver a bolus about a month ago. Patient reported she realized the infusion device did not respond with a beep/vibration and display change. Patient stated the top button does pop back out after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.